Manufacturer narrative:
The insulin pump passed the displacement test. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case near the display window corners, cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window, a stained address and serial number label and a missing end cap sticker.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 254 mg/dl. The insulin pump was near a swimming pool and did not go underwater. Advised the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.